Manufacturer narrative:
(B)(4).

Event description:
The pt's implantable neurostimulator (ins) was in a power on reset condition. The pt had cardioversion and turned her ins off. She encountered the power on reset message when she turned her ins back on. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.